Manufacturer narrative:
This follow up report is being submitted to report additional information. On february 25, 2019, it was reported that the comb had been damaged and was not working. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a ratchet handle and 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the comb was damaged and the comb was replaced and the ratchet handle was lubricated. This is not a related issue. Product review of the skin graft mesher by zimmer biomet australia on february 25, 2019 revealed that the pretest could not be performed due to the bent comb. The bottom roller pin was found to be half removed and the gear was worn. The ratchet handle had no lubrication and the side plates were worn on the inside edge. The shoulder bolts, washers, nuts, bottom roller and carrier guide required replacement. The 1.5:1 ratio cutter, serial number (B)(4), was found to produce an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was not performed by zimmer biomet australia as the customer requested that the device be returned unrepaired. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the repair center for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed accordingly.

Event description:
It was reported that the unit comb had damaged and was not working. No adverse events were reported as a result of this malfunction.